Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with partially detached retainer, cracked retainer, faded serial number label, minorly scratched lcd window, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these battery related alarms were found: insert battery alarm: on (B)(6) 2021 at 01:05:28, on (B)(6) 2021 at 04:05:54, on (B)(6) 2021 at 13:06:21, on (B)(6) 2021 at 06:03:00, 16:18:15, and 16:20:19. Replace battery alarm: on (B)(6) 2021 at 01:00:00, on (B)(6) 2021 at 04:00:00, on (B)(6) 2021 at 13:00:00, on (B)(6) 2021 at 06:00:00. Power loss alarm: on (B)(6) 2021 at 16:19:03, 16:19:14, 16:21:15, and 16:21:26. Pump passed sleep current measurement, active current measurement and displacement test, however failed the self test. Pump error 63 was found in the history file on (B)(6) 2019 at 11:29:22, (B)(6) 2019 at 06:52:14, (B)(6) 2020 at 21:10:06, and (B)(6) 2020 at 12:05:07, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No unexpected insert battery alarm, replace battery alarm, and power loss alarms during testing. In summary, customer alleged for charge/battery lasts less than expected was confirmed. Customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery last only few days, even with fresh and lithium battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Device received with partially detached retainer, cracked retainer, faded serial number label, minorly scratched lcd window, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within specification range. In further full review in the insulin pump history, these battery related alarms were found: insert battery alarm on (B)(6) 2021 at 01:05:28, on (B)(6) 2021 at 04:05:54, on (B)(6) 2021 at 13:06:21, on (B)(6) 2021 at 06:03:00, 16:18:15, and 16:20:19. Replace battery alarm on (B)(6) 2021 at 01:00:00, on (B)(6) 2021 at 04:00:00, on (B)(6) 2021 at 13:00:00, on (B)(6) 2021 at 06:00:00. Power loss alarm on (B)(6) 2021 at 16:19:03, 16:19:14, 16:21:15, and 16:21:26. Device passed sleep current measurement, active current measurement and displacement test, however failed the self test. Pump error 63 was found in the history file on (B)(6) 2019 at 11:29:22, (B)(6) 2019 at 06:52:14, (B)(6) 2020 at 21:10:06, and (B)(6) 2020 at 12:05:07, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No unexpected insert battery alarm, replace battery alarm, and power loss alarms during testing. In summary, customer alleged for charge/battery lasts less than expected was confirmed. Customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.